Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient was seeing an ¿in the box¿ screen, which had not been seen before. It was noted that the patient had a mammogram on the day the screen was noticed. The patient¿s healthcare professional (hcp) thought it unlikely it would affect anything. The patient was advised on how to perform a reset with the recharger. It was reported that the normal on and okay screen was displaying after the reset. No further complications are anticipated.